Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported the following re the mayfield modified skull clamp (a1059): "structure gave way during the surgery." Additional information has been requested. End user: (B)(6).

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h11. The mayfield modified skull clamp (a1059) was returned for evaluation: failure analysis - investigation of the returned unit shows that the skull clamp was received in bad condition. The starburst teeth are damaged and worn out, the threads got modified with steel inserts which caused the clamp base to crack; therefore, the skull clamp base needs to be replaced. The rocker arm and swivel base are worn out and need replacement, and the ratchet extension ratchet teeth are damaged and need to be replaced. The index knob has deep groves, the clamp is to be marked with instance number 2107003, and all parts of the clamp need to be replaced. Additionally, the customer provided photographs of the unit; however, these photos do not provide any additional information for this failure analysis. Based on the foregoing findings, the unit was returned unrepaired and is no longer allowed to be used for medical purposes. Root cause ¿ the complaint is confirmed via inspection. This unit is beyond integra¿s 7 years recommended life cycle (manufactured 2014) and was returned unrepaired to the customer as it is no longer allowed to be used for medical purposes. The probable root cause is misuse and rough handling of the unit. No further investigation is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
N/a.